Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up. Upon review, the right atrial lead exhibited many atrial high rate episodes. Far r oversensing was suspected. Lead impedance and threshold values were stable. No intervention was reported. Patient symptoms were not reported. The patient will continue with routine monitoring.